Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient thinks they need their device reset or reprogrammed because it won't go higher than a certain amount on each setting. Patient stated this has been happening for about a month now, maybe a little over. Patient reported they had an MRI done and they put it on the MRI setting and ever since patient put it back on regular settings they have been getting max setting message when trying to increase stimulation. Patient reported getting maximum setting, the system is operating at maximum setting therapy cannot be increased message. Patient reported unable to increase stimulation past 0.3 on program 4 due to getting this message. Reviewed max setting message overview and redirected patient to healthcare provider to further address the issue.